Event description:
It was reported that during primary surgery of left pelvis, doctor was inserting screw with screwdriver, and the head of the screwdriver broke off.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.